Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.211.410.01s, lot # 7l29486, manufacturing site: werk selzach, release to warehouse date: 11 sep2020, expiration date: 01 sep2030, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 03.211.410.01 non-sterile lot # 53p6329 part #: 03.211.410.01 lot #: 53p6329 manufacturing site: balsthal. Release to warehouse date: 03. Jun 2020 a manufacturing record evaluation was performed for the finished device 03.211.410.01 lot #53p6329, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: local independent administrative institution shin-oyama municipal hospital the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent osteosynthesis with the compression wire and plate for a clavicular fracture. After applying the plate, when the surgeon tried to remove the compression wire in question, the compression wire broke off at the above of the spherical stop. The broken wire was removed by a cutter. There was no broken wire tip in the patient¿s body. The surgery was completed successfully without any surgical delay. No further information is available. This report involves one 1.6mm compression wire 10mm thread/150mm length. This is report 1 of 1 for (B)(4).